Manufacturer narrative:
The customer reported the sample was discarded and is not available for investigation. A lot review was performed with no issues found.

Event description:
The report involved a tego connector that leaked through the edges of the connector. This was noticed during review of the venous access permeability. It was further specified that the blood loss was less than 150 ml and the device was changed. The event occurred during patient use. There was no report of adverse event and no human harm. The sample was discarded and there is no sister sample available for evaluation. No sample picture was provided. No other information was provided.